Event description:
Sometimes in december of 1996 a dynaflex device was implanted. On 4/7/97 the dynaflex device was removed from the pt and an ambicor device implanted due to pain and excessive length.